Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The technician noted a low bias-current warning, attributed to a corroded motor assembly. According to a review of the risk documents, the device can cause the console to display a bias-current warning if the motor assembly is corroded. Therefore, it is likely the reported event was being caused by the corroded motor assembly.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation in progress.